Event description:
The patient's father reported on (B)(6) 2013 his daughter's blood glucose measured 332 mg/dl at 3:00 am, 294 mg/dl at 4:00 am and 290 mg/dl at 5:00 am with no boluses reported. She checked for ketones and they were moderate. She was also throwing up, so he took her to the emergency room. Upon arrival, the doctor treated her high bg with a manual injection of insulin (exact dosage was not provided) and he also suspended the insulin delivery with the pod. He did not provide any further information regarding the emergency room visit or his daughter's treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and emergency room visit. No product lot number was reported; therefore, no qualification records were reviewed.